Event description:
It was reported that a smiths medical pump displayed a no disposable alarm, pump wont run, no air bubbles, patient not affected. Rv: 48.3, rate: 2.3, given: 51.75. No further information available.